Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a motor error, screen was difficult to read due to rainbow effect. The customer¿s blood glucose level was unknown at the time of the incident. Customer also reported that the insulin pump was louder during rewind and had a no delivery alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response at esc and act due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm, no excessive no delivery/occlusion alarm, rewind and missing segment/partial display due to no button response no button error alarm during testing. The motor was tested outside of the device and passed. No unexpected rainbow screen noted. Device received with cracked reservoir tube lip, stained end cap sticker and stained address/serial number label and cracked battery tube threads. The test infusion set and reservoir does lock into place. (B)(4).